Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the haptics and optics had been broken, lens had to remove from the eye, leaving the eye aphakic, inflammation and eye was swollen additional information was received as corneal edema was continuing.

Manufacturer narrative:
The device and the lens were returned in the carton. The lens was submerged in clear liquid inside a plastic cannula. One haptic was broken in the gusset area. The other haptic was broken in the distal area. The optic was broken into pieces. The optic was also severely torn and has large cracks across the center, perpendicular to the fold path. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip has heavy stress and a posterior aneurysm. The aneurysm began just past the wound guard. Photos were provided in the file. The photos show the lens damage matching the returned sample. The reported optic and haptic damage was observed in the photos and in the returned sample. The device was returned for evaluation. Nozzle tip damage was observed. The tip has an aneurysm and heavy stress on the posterior. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. A qualified viscoelastic was indicated. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).